Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was found to be at elective replacement indicator (eri) and premature battery depletion was suspected. The device had been implanted for approximately 3.5 years. The charge time was 26 seconds, and when the capacitor was manually reformed the device moved to end of life (eol) with a charge time of 31 seconds. The device was explanted and a new ICD was implanted without further complication. No adverse patient effects were reported.